Event description:
Patient returned, to clinic today for follow-up programming. In checking impedances, contact 2c was now normal, but contact 0 was high (>5k in monopolar).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No cause was determined. The clinician excluded 2c from the stimulation parameters, however, the high impedance did not resolve and no further actions are planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date brand name sensight; product ID b3400040 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinician tablet showed high (red, >10k) impedance measurement on contact 2c and all bipolar pairs associated with 2c. When the patient was seen on (B)(6), 2024, all impedances were normal. At that time, the patient was programmed with ring mode c+ 2- at 1.5ma, 60ms, 130hz, and the percept pc estimated greater than 12 years longevity. At today's appointment, there was an oor error message and the longevity estimation was 2 years. Clinician ran impedance measurements at 1.0ma and in the automatic mode. In each instance, the 2c segment was reported as an open circuit. No interventions have been taken to resolve the issue. The clinician was going to turn off the 2c segment and attempt to achieve satisfactory symptom control without it.